Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part: 03.037.030, lot: 9518496, manufacturing site: haegendorf, release to warehouse date: 23. Oct. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: initial reporter provided for reporting. G1: manufacturing site device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: updated event description provided for reporting. A review of the device history record : device history lot: part: 03.037.030. Lot: 9518496. Manufacturing site: haegendorf. Release to warehouse date: 23. Oct. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: updated concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that on july 26, 2019, a helical blade and screw extractor had the tip broke off during removal. The reason for using the helical blade and screw extractor was to extract the helical blade. Helical blade has no malfunction. There was a surgical delay of ten (10) minutes. There were fragments generated from the broken device but it was removed easily. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unk - nail head elements: tfn helical blade (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: synthes sales rep. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a helical blade and screw extractor had the tip broke off during removal. The reason for using the helical blade and screw extractor was to extract the helical blade. There was a surgical delay of ten (10) minutes. There were fragments generated from the broken device but it was removed easily. Procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).